Manufacturer narrative:
Device was used for treatment, not diagnosis. The product investigation of the returned device reported the unit was tested and passed all manufacturing specifications, it was noted that it has sticky triggers. Evidence indicates this is due to usage wear over time and that the component is worn from normal use. The device was functional if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device is an instrument and is not implanted/explanted.

Event description:
Report received regarding the handpiece/modular for trs is losing power. The handpiece was losing power during surgery, no patient injury or surgical delay is noted. A new device was used to complete the procedure successfully. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.